Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine device change out procedure on 24 oct 2019, loss of pacing and high out of range pacing lead impedance on right ventricular lead was observed. Lead fracture was noted. Lead was capped and replaced. Patient was stable.

Event description:
New information received notes that the lead remain implanted and inactive in patient. Physician welded the detached lead. There was no handling error during the procedure.